Event description:
A malfunction was reported on a pump, identified by the caller with a code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump. They were instructed to call back if the malfunction code reappeared, which the caller acknowledged and understood.